Event description:
It was reported to philips that the host pc failed to start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the reported problem. The fse perceived that an insufficient power supply was causing the host pc to fail to start. As part of troubleshooting, the fse restarted the system, which restored system functionality, and the system was returned to use in good working order. To date, no similar issue has been reported to philips. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.